Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. The receiver log was reviewed, and there were no issues related to the complaint. A receiver functional test was performed and passed all relevant tests. A visual interior inspection was performed and passed. The complaint that the receiver ceased to function could not be confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.